Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer returned two photos of 31gx8mm syringe. The consumer reported that one box was damaged, short packing and defective syringe. The photos were examined and exhibits the needle shield in the polybag separated from the cannula, a polybag displaying only four syringes in an open pouch and a shelf carton which appears to be in good condition. A review of the device history record was completed for batch# 2192462. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure. Root cause cannot be identified.

Event description:
It was reported that prior to use with bd ultra-fine¿ ii short needle insulin syringe the cap was not on the syringe in the poly bag, thus affecting sterility. The following information was provided by the initial reporter: defective syringe. Based on photo, the cap was off the syringe in the poly bag.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd ultra-fine¿ ii short needle insulin syringe the cap was not on the syringe in the poly bag, thus affecting sterility. The following information was provided by the initial reporter: defective syringe. Based on photo, the cap was off the syringe in the poly bag.